Manufacturer narrative:
(B)(4). Date sent: 11/9/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The pad and cable were returned for analysis. Upon visual inspection, a discoloration on the pad was observed. The pad and cable were functionally tested and found to be performing within specifications. There were no issues related to the pad that could have contributed to the event reported. The most likely cause of this damage is related to the cleaning process. Please be aware that most cleaning agents leave residual active ingredient chemicals on the surface of the devices that are cleaned. For this reason, megadyne recommends rinsing the cleaner/disinfectant off of the surface of the pad. Megadyne recommends reviewing proper use and handling techniques, as described in the instructions for use provided with the pad, with the appropriate personnel to prevent or minimize the possibility of this type of damage. This review should emphasize careful rinsing and drying of the device. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 10/14/2021. Additional information was requested, and the following was obtained: was the site of the burn on or off the pad? Site of burn was on the pad. Was there a diaper on the patient throughout the procedure? Yes there was. Was the diaper wet with urine? No it wasn¿t.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number 209321028, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: when were the burns first noticed? What is the severity of the burn? (Please see degrees of burns below and choose one) first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred. What medical intervention was used to treat the burn? (Such as salve or stitches) besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the patient? How was the patient positioned? How was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between patient? Was the pad rinsed and let dry before it on this surgical procedure? How was pad cleaned? Is the device being returned for analysis? Is the pad still being used in the or room? Has the pad been removed from the or room and no longer in circulation? Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? Was a warming device used and if so brand and location? The procedure was an hour, do we have an estimate of activation time? Were both cut and coag 15w? Other ECG leads and such? Were there liquids used in prep? Was urine or other fluids detected in the field after surgery? Answer = using pad for 3 months now. Burn on 2-month baby. Hernia procedure took 15 min. Activation was only 2 minutes. Was used only at the beginning of the procedure. 15 watts for both cut and coag. Cut was only at the beginning and then coag for 2 minutes. Patient is fine now. (B)(6) in weight. 2 parts of burn. There was an external 1st degree burn and then internal burn in 2nd degree burn. A topical ointment for treatment only. No long-term effects are anticipated. Position on back burn was on buttocks. Normal room set up. They have stopped using the pad since the incident but using a different pad now but not using pad that allegedly caused the burn and will be returned for analysis. Ft10 generator. 2 layers between patient warmer and then pad. Universal was used. Then 2 layers of sheets disposable, layer of plastic covering on drape, but they use this drape everywhere and then cloth over. The set up was: warming device - pad- disposable drape with plastic coating- normal surgical drape (green) -patient. Soap (no sure exactly what type) and water to clean the pad and then air dried and not used for 30 minutes. Surgeon believes that the pad was the issue because nothing else changed in the or lab. Normal cables used that are used during a procedure. Iodine used to clean the patient but that is all the liquid, and no urine or fluid was around the burn or on pad. They detected the burn immediately after procedure while they were looking at patient. The photo was taken right after the procedure. Patient was supine. There is white residue on the patient on the photo the rep was not sure exactly what the white residue was, but the rep will follow up and try to find out what it is. Rep will confirm what the orange thing is on the photo of the set up. Rep will follow up on what type of soap is being used to clean the pad. Need to know brand and type of patient warmer, rep will follow up. Was the site of the burn on or off the pad? Rep will follow up and get the pad returned for analysis. Additional information received: solved issue: topical ointment, no other medical intervention. This is the 1st time they see such ae. Brand of the warmer that is used in the hospital (the orange pad in the picture) is ¿astopad system. Brand of the soap used for cleaning is kwik which is a local soap brand that contains the following (chlorhexidine gluconate, isopropyl alcohol, alkyl amine oxide, glycerolcellulose, alkylpolyglucoside, non-ionic surfactant) patient was only admitted 1 day before surgery and didn¿t stay for long before surgery. There was no square object or any sort of objects between the pad and the patient that can cause the shape of the burn in the picture. Patient was examined after the procedure by plastic surgeons and they gave their professional opinion that this is definitely a burn and is not related to some sort of bed sores. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the site of the burn on or off the pad? Was there a diaper on the patient throughout the procedure? Was the diaper wet with urine? Is the device being returned for analysis? Photo was provided for review by ethicon medical safety officer. Following are their observations: per adverse event reporting, the single photo was taken right after using megasoft pad return electrode in a procedure with medtronic ft10 electrosurgical generator for a patient. The procedure time was 1 hour and generator power level was 15 watts. The photo shows red patches on the two buttocks and potential blisters in the two small medial aspects of the buttocks. No peeling skin can be seen.

Event description:
It was reported that after a hernia repair, using a megasoft pad return electrode with medtronic ft10 electrosurgical generator, for a patient in a 1 hour surgery and on power level 15 watts, the nurses, while cleaning the patient noticed that there is a very distinct burn on the buttocks of the child.